Event description:
It was reported that this pacemaker recorded over sensed noisy signals on both lead channels at the same time. Pacing pauses of more than two seconds were observed and could be reproduced by moving patient's hand/arm. The sensitivity was changed. The patient had not been seen for a long time prior to this check. The device was explanted and is expected to be returned. The non-bsc leads were taken out of the pocket and checked. They appear to remain implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded over sensed noisy signals on both lead channels at the same time. Pacing pauses of more than two seconds were observed and could be reproduced by moving patient's hand/arm. The sensitivity was changed. The patient had not been seen for a long time prior to this check. The device was explanted and has been returned for analysis. The non-bsc leads were taken out of the pocket and checked. They appear to remain implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded over sensed noisy signals on both lead channels at the same time. Pacing pauses of more than two seconds were observed and could be reproduced by moving patient's hand/arm. The sensitivity was changed. The patient had not been seen for a long time prior to this check. The device was explanted and has been returned for analysis. The non-bsc leads were taken out of the pocket and checked. They appear to remain implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.